Manufacturer narrative:
Occupation is lay user/patient. Expiration date of lot 36143823 is 31-may-2020. The meter and test strips were requested for investigation. The reporter's returned and masterlot test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.9 inr, donor 2 inr: 3.0 inr. Donor 1 hct: 45%, donor 2 hct: 44%. Testing results: lot 361438-23. Donor #1: retention meter and master lot strips: 2.9 inr, customer meter and customer strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.9 inr, customer meter and master lot strips: 3.0 inr. Lot 405010-21. Donor #1: retention meter and master lot strips: 2.9 inr, customer meter and customer strips: 3.0 inr. Donor #2: retention meter and master lot strips: 2.9 inr, customer meter and customer strips: 2.9 inr. Relevant retention test strips (lot 405010 and 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the results alleged by the customer were observed, however, the time and date was set incorrectly. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to itself on two occasions. On (b)6) 2019 the following results were obtained using strip lot 36143823. The result from the meter at 11:40 p.m.was 4.4 inr. The result from the meter at 11:58 p.m. Was 3.1 inr. On (B)(6) 2019 the following results were obtained using strip lot 36143823. The result from the meter at 10:00 a.m. Was 4.6 inr. The result from the meter at 10:05 a.m. Was 4.7 inr. Using strip lot 40501021, the result from the meter at an unknown time was 3.1 inr. The patient's therapeutic range was 2.0 - 3.0 inr. The doctor believed the result of 3.1 inr on both occasions was accurate.